Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual analysis of the set screw revealed both set screws were not engaged to the threaded block and had turned with the hex portion of the set screw facing away from the septum opening. The set screws were returned to their proper orientation and screwed into the threaded block. Subsequent testing revealed the set screws functioned as designed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported that the patient was undergoing a revision procedure on (B)(6) 2011, in order to move her ipg pocket site. The physician allegedly was unable to lock down the set screw of the ipg; therefore, the ipg was explanted and replaced. The physician decided to replace the ipg with a smaller model. No further patient complications were reported.